Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unknown guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for femoral trochanteric fractures by using the tfna implants. During the surgery, the surgeon inserted the nail successfully without hammering although he felt some difficulty and inserted the blade. At the time of screw insertion at the distal end, as the bolt of the aiming arm was loose, he re-tightened the bolt and then inserted the screw successfully. At the final check, he confirmed that there was a fracture line around the bone where the blade was inserted. No further information is available. Concomitant devices reported: unknown tfna nail (part #: unknown, lot #: unknown, quantity: 1). Unknown locking screw (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) unk - guides/sleeves/aiming: aiming arm. This is report 2 of 2 for (B)(4).